Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported: "I received a complaint about a hip implant that broke". Code and lot numbers were not informed. Just the opco: depuy joint.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: examination of the acetabular liner confirms the reported observation. The investigation has not however identified product error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: 120553. No related deviations or anomalies were identified. Device history batch: null device history review: lot: 120553. No related deviations or anomalies were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.